Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wires was confirmed, the probe¿s cable sleeve is breaking at the strain relief . The breakage of the cable sleeve exposed both breading and conductive wires. The root cause due to a material failure of the rubber.

Event description:
It was reported that the cord has broken at the strain relief exposing wiring. No other information provided, at this time.